Event description:
I had the essure procedure in (B)(6) 2013. I have had complications ever since. I have had migraines, brain zaps, fatigue, metal taste in my mouth, unexplainable bruises, acne on my back, vomiting, sharps pains in my stomach: actually feels like someone is trying to rip my insides out at times, and numerous other things. I will be speaking with my doctor about getting an hysterectomy.